Event description:
It was reported that this implantable pacemaker device was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.